Manufacturer narrative:
Device alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform any test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor position encoder error. The customer¿s blood glucose level was 102 mg/dl. The drive support cap appears normal. The insulin pump will not be returned for analysis.